Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The user facility's biomedical technician reported that the lcd display of a 2008t hemodialysis (hd) machine did not turn on when the system was powered up. The biomed took apart the display and found that the video cable appeared "burnt." It is not known if a patient was connected to the machine at the time of the incident. Additionally, the repair status of the system is not known as attempts to gather follow-up information related to this event have been unsuccessful. Should additional information be made available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Attempts to gather additional event related information have been unsuccessful. Therefore, the current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.